Event description:
See initial report.

Manufacturer narrative:
H11: livanova field service representative provided a quotation for the replacement of the entire erc clamp with a new one, but no item was accepted by customer, therefore no service activity was performed. A device service history review has been performed and identified that the involved erc clamp was manufactured in 2019 and no other similar event has been reported. Based on the collected information and taking into account investigation's results of similar previous complaints, the root cause of the reported issue could be traced back to: - mechanical fault (blocked clamp spindle); - defective hall sensors located in the erc clamp stator; - defective zka or zkb board. Based on the above, an isolated failure of the aforementioned components in contribution with the wear of the device cannot be ruled out as the root cause of the reported event. The wearing of electro-mechanical devices can be originated by the specific use conditions at customer's site and may have contributed to the event, however there is no concerning trend for this kind of failure.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H10: livanova deutschland manufactures the s5 erc tubing clamp. The incident occurred in USA. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 erc tubing clamp is defective and displayed error/alarm during a procedure. There is no report of any patient injury.